Event description:
The customer stated that she received a reading of 18.5 when she tested her blood glucose. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.